Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 96" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
This follow-up is reporting the evaluation of the device. This follow-up is also correcting and updating information submitted on the initial med-watch report. Evaluation: the device was returned to zoll medical (B)(4), the malfunction was observed during functional testing, however extensive testing was not able to replicate the reported malfunction. The bridge board was replaced as precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.